Event description:
Boston scientific received information that this right ventricular (rv) lead had displayed a loss of capture. It was found the lead had dislodged. A revision procedure to reposition the lead was performed successfully. The lead remains implanted. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.